Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: tissue protector (part# unknown, lot# unknown, quantity (B)(4)).

Manufacturer narrative:
Patient date of birth/age, sex and weight were not provided for reporting. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017, the patient underwent surgery of proximal tibia repair. During the surgery, while drilling with the 4.3mm blue drill bit broke inside the patient. A tissue protector was being used at the time. A portion of the drill bit is still inside patient. Staff could retrieve piece of drill bit with forceps. An x-ray was taken after retrieving the leftover drill bit piece, revealing all drill fragments were removed. The procedure was successfully completed. There was a delay of a few minutes to take the broken piece out of the patient. There was no harm to the patient. Patient outcome was reported as fine. Concomitant device reported. Screwdriver (part# unknown, lot# unknown, quantity 1). This report is for one (1) 4.3mm drill bit/qc/180mm. This is report 1 of 1 for (B)(4).